Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stenting procedure performed on (B)(6) 2013 in the gastric outlet. According to the complainant, the stent was being placed to treat a less than 6cm stenosis in the pylorus. Reportedly, the patient¿s anatomy was tortuous. During the procedure, the stent was advanced to the desired location and the physician attempted to deploy the stent. The physician pulled the outer sheath to release the stent but the handle detached from the outer sheath. The white hub of the proximal outer sheath of the delivery system was detached. The physician made another attempt to deploy the stent by holding the sheath; however, the sheath did not move. The stent was removed from the patient and completed the procedure with another wallflex enteral duodenal stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Noted: this event has been deemed an MDR-reportable event based on investigation results which revealed that the stent was partially deployed by 12mm.

Manufacturer narrative:
The device component code 515 relates to the device problem code 2906 for the reported event of stent partially deployed. A visual examination of the returned device found that the stent was received partially deployed by 12mm. The outer sheath was detached from the distal handle and the stainless steel shaft was bent. The outer sheath was stretched for 125mm at its proximal end and was accordioned at the distal end of the stretching. During analysis a restriction was met when an attempt was made to retract the outer sheath and fully deploy the stent. The shaft was dissected at the proximal end of the clear outer sheath. No issues were noted in movement of the outer sheath along the shaft after the shaft had been dissected. The stent and distal end of the inner lumen were withdrawn from the outer sheath and no issues were noted with their profiles. The proximal end of the outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from inside of the outer sheath. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.